Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and manufacture dates are unk. The complainant reported that the device was discarded upon removal from the pt, and therefore is not being returned for evaluation. A failure analysis is not available and we are unable to determine to relationship between the device and the cause for this event.

Event description:
The complainant reported that the physician had performed a therapeutic transvaginal sling implant using the precision speedtac transvaginal anchor system on a female pt. The pt had a follow up visit with the doctor subsequent to the procedure (in 2009, exact date unk). During that visit, it was found that the mesh from the sling had eroded into the pt's bladder. In addition, it was also found that one of the anchors that is drilled into the pubic bone was put through the pt's bladder. The physician attempted to remove as much of the mesh and the bone anchor as possible. Several attempts have been made to obtain additional event and pt info from the physician. All attempts have been unsuccessful.